Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 18jun2019. The faulty gds was returned and failure investigation (fi) was performed on 18jun2019. The faulty gds was installed onto a good test ventilator and the air flow accuracy, oxygen flow accuracy and oxygen concentration accuracy were tested and testing failed. The component u1/u2 of the air flow sensor was isolated to be the failing component. Therefore, it was determined that the unit failed due to the air flow sensor caused by the u1 component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04apr2019. (B)(4). The service engineer (se) inspected the device. The se found the top cover was broken. The se replaced the gas delivery system (gds), top cover and the ventilator passed all testing.

Event description:
It was reported that the ventilators o2 flow was out of specification. No patient involvement. Event date not specified, estimate used.